Manufacturer narrative:
Product type programmer, physician review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the pump hit the end of battery life and the had been previously turned off on 09/14/2017. The pump was still implanted and was turned off. No further complications were anticipated/reported.

Manufacturer narrative:
Product ID:8840, implanted: explanted: product type programmer, physician if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving an unknown drug via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that an alarm was heard but telemetry hadn't been performed. It was reported that the pump had been beeping but the patient wasn't in the office. The hcp wanted a pump off password and was informed that a pump off password wasn¿t needed to turn off the alarm. No symptoms were reported. When asked about the event date the hcp stated "it's been weeks." No further complications were anticipated/reported. Additional information was received from the hcp. It was reported the alarm was due to pump end of life. The pump was interrogated on (B)(6) 2018. It was reported that the alarm had been resolved. No further complications were anticipated/reported.